Manufacturer narrative:
The field representative stated that at this time, there is no evidence for device and/or lead issue; however, to date no root cause could be determined. The physician has elected to monitor the patient very close with latitude.

Event description:
It was reported that this device was annunciating due to notification of high out of range, pacing impedance measurements. The associated right ventricular lead is a non bsc product and suspected, to be the contributory cause however, root cause has not been identified. No resulting adverse patient effects and to date, no medical intervention has been performed.